Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer ended in the hospital with a seizure caused by his low blood glucose. The caller stated that her son administered 25 units of insulin in the middle of the night while he was asleep. Since the customer vaguely recall manually programming the bolus himself, there was not issue with the insulin pump. No further information was provided.